Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone to treat a 5-8 cm plaque lesion with little calcification in the mid sfa. The artery was 4-6 mm in diameter and had little tortuosity. The vessel was not pre-dlated and was post-dilated. The device was prepped as per the IFU with no issues identified. The procedure used a 6fr terumo sheath and a nitrex 300 cm guidewire. Two-three passes with the device were made without issue. The tip detached outside of patient as flush tool was advanced for cleaning. The tip separated at the hinge point. A new device was opened to complete the procedure. No patient injury was reported.